Event description:
It was reported that a pump was alarming nd clamp tubing. The alarm was silenced and pump settings were reviewed. The screen read stopped. Verified medication and patient appointment to have pump removed. Attempted restart. Confirmed medication delivery with run screen. There was no patient injury reported. It was reported that a pump was alarming nd pump wont run this time. The alarm was silenced alarm and reviewed pump settings. Powered off pump, clamp tubing, and remove cassette. There are air bubbles are present in tubing of cassette. Massaged tubing and gently tapped cassette on hard surface. Reattached cassette, unclamped tubing, powered on pump, and attempted restart, but alarm returns. Repeated troubleshooting steps, and attempted restart. Confirmed medication delivery with run screen. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.